Event description:
It was reported that resistance was encountered when advancing the spring wire guide through the introducer needle. The needle and spring wire guide were removed as a unit, but a portion of the wire guide remained in the pt's soft tissue. The piece of wire guide was removed without any pt complications.